Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent an orthopedic procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the suture was broken during continuous suturing. Another package was used with no problem. There were no adverse consequences to the patient.